Event description:
(B)(6) charge nurse at the hospital reports the pt showed up at their hospital after leaving previous hospital against medical advice. (B)(6) states the pt initially went to the previous hospital because they were experiencing bleeding around the port site and was unhappy with what was happening at that hospital so she left. The pt told them that after leaving the other hospital, the pt turned off her pump and the pump had been off for about 2.5 hours. The pt is having issues with port and air was in line and the pump not working. (B)(6) contacted the pharmacy to get help with troubleshooting and while they were able to get the pump running. Unknown date pt went to the hospital or if pt was admitted. No additional info, details, or dates available. The reported product fault did not occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. The device was not replaced and is available for investigation. The infusion is life-sustaining and pt was able to continue infusion. The event is resolved. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking info is not available. Photographs were not provided. Pump serial number is unknown. Pulmonary arterial hypertension.